Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 dissection tip broke. The hospital confirmed that the pieces were retrieved from the pt's leg. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Maquet has not received the device for investigation. We will continue to pursue the return of the device and will submit a supplemental report upon completion of the investigation. The reported failure mode, "tip breakage," is currently being investigated in our CAPA process. (B) (4).